Event description:
It was reported a 6f angio-seal sts plus device a used to seal the arteriotomy site post percutaneous procedure. The pt developed leg pain on the ward but was sent home. Within 48 hours, the pt returned to the hosp with critical leg ischemia, which improved with IV heparin, dose unk. An angiogram of the leg done pre-deployment looked satisfactory with some narrowing in the femoral vessel at the site of the sheath introduction. The vessel appeared to be at least 4mm in diameter; however, pictures of the subsequent leg angiogram revealed severe stenosis of the femoral artery at the site of the original angio-seal placement. The pt was scheduled for leg bypass surgery, but the symptoms and the leg dopplers had steadily improved and the pt may not require surgical intervention. The physician reported the pt underwent surgical femoral bypass graft procedure and the pt was recovering.